Manufacturer narrative:
During a preventive maintenance, a levelling foot was reported to be not functioning. Event summary, device history record review and complaint history review did not identify contributing factors. The full hydraulic cylinder kit was returned investigation. It has been replaced by a new one at the customer site. The returned parts were inspected. Each hydraulic immobilization foot can be manually moved, no mechanical galling was noted. Upon inspection of the returned parts it was not possible to determine the root cause for the event.

Event description:
During a preventive maintenance the field service engineer witnessed that the right leveling foot was not functioning as required. It can still be moved and stabilized manually. This part will be replaced.

Event description:
During a preventive maintenance the field service engineer witnessed that the right leveling foot was not functioning as required. It can still be moved and stabilized manually. This part will be replaced.

Manufacturer narrative:
The immobilization systel has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During a preventive maintenance the field service engineer witnessed that the right leveling foot was not functioning as required. It can still be moved and stabilized manually. This part will be replaced.